Event description:
Based on info in the svc report from the svc tech, the unit had a worn wheel. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.